Event description:
An ocd field engineer observed repeatable and higher than expected vitros trop I es quality control results while performing service actions on a vitros 5600 integrated system. Results of 0.065, 0.068, 0.065, and 0.066 ng/ml were obtained from a bio-rad control fluid versus the expected value of 0.023 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that repeatable and higher than expected vitros trop I es quality control results were obtained on a vitros 5600 integrated system. Pre-service vitros trop I es within-run precision test results were unacceptable, suggesting that the vitros 5600 integrated system was not operating as expected at the time of the event. However, the repeatable and higher than expected quality control results were obtained after completion of service actions. No further investigation was performed using the vitros trop I es reagent lot in question. An alternate reagent lot was put into use, and acceptable performance was observed. The investigation was unable to determine a definitive root cause. However, an instrument issue or an unidentified reagent issue cannot be ruled out as potential contributing factors. The root cause of this event is unknown.